Event description:
It was reported that the guidewire included in a wayne pneumothorax tray unraveled. The wayne pneumothorax was utilized for placing a chest tube in a 30-year-old female patient. After the needle was inserted into the chest wall, the doctor fed the wire in through the needle and met resistance. The doctor was then unable to remove the wire from the needle and had to remove the entire needle. After attempting to get the wire and needle apart for a few minutes, the physician's team requested a new wayne pneumothorax tray. Upon examination by the team, the wire was noted to be completely lodged in the needle and beginning to uncoil. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
B3 - date of event: unspecified date in (B)(6) 2026. G4- PMA/510(k) #: exempt. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.